Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this implantable right ventricular (rv) defibrillation lead was exhibiting high pacing threshold measurements and a decrease in r wave measurements. A lead dislodgement was suspected. A revision procedure took place and the lead was successfully repositioned. One day post lead revision, there was another increase in pacing threshold measurements. The lead was explanted and successfully replaced. To date, there have been no adverse patient effects reported.